Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
The vascade was selected for closure. The device was inserted into the sheath and the disc was deployed. Temporary hemostasis was achieved and the sheath was removed. The doctor then inserted to the key into the lock and retracted the black sleeve. At this point it was observed that the distal outer sleeve had separated from the joiner and was not retracting with the rest of the black sleeve. The doctor pulled back the distal outer sleeve and deployed the collagen. The disc was de-deployed and the complete device was removed. Final hemostasis was achieved. No injury reported.